Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to load the cartridge onto the pump. The contact stated that the metal piece on the right side of the pump appeared longer than the customer's previous pump. During troubleshooting with tandem technical support, the contact attempted to load a new cartridge and stated it fit "just fine" onto the pump. There was no information provided regarding the customer's blood glucose level.